Event description:
Related manufacturer reference number: 1627487-2022-00448. It was reported the patient had a wound and possible infection at the right s1 lead site. Surgical intervention was undertaken wherein the right s1 lead was explanted. It is unknown which lead was explanted so both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-00448, related manufacturer reference number: 1627487-2022-01031, related manufacturer reference number: 1627487-2022-01028, related manufacturer reference number: 1627487-2022-01030. It was reported the patients wound and potential infection did not resolve following the (B)(6) 2022 procedure. As a result, additional surgery was undertaken on (B)(6) 2022 wherein the remaining portion of the system was explanted.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.